Event description:
The patient contacted animas on (B)(6) 2012 and reported the up and down arrow keypad buttons were intermittently unresponsive and required several firm presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. The up and down arrow keypad buttons were intermittently responsive during testing. The ok button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.